Event description:
On 08 oct. 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, the user experienced a brief period of instability and they were advised to perform a sensor re-link. After the sensor was re-linked, the system began to stabilize and the calibrations started to fit the sg trends well.